Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy fluid. It was unknown if the patient was hospitalized. The cause of the peritonitis was unknown. The treatment for the peritonitis included heparin (1000 units, route, duration and frequency not reported). The pd therapy was ongoing. The outcome of the peritonitis was unknown. No additional information is available.